Event description:
After holding the injector on outer thigh for 10 sec they didn't hear any click sound and the needle also didn't come out [device failure] no adverse event [no adverse event] case narrative: initially (day 0 (B)(6) 2025) this case was considered invalid as no information reported about adverse event. Upon receipt of follow-up information on 11-aug-2025, the event device failure and no adverse event was added, and case was considered as valid. This spontaneous report concerns of events device failure and no adverse event in a 26-year-old female patient (race was not reported) from the united states. The patient's age at the time of event experience was 26 years. On 11-aug-2025, amneal pharmaceuticals received information from the patient¿s mother via an email concerning above-mentioned event experienced while on amneal's adrenaclick (epinephrine). Additional significant follow-up information (#1) was received on 12-aug-2025 from the patient via a telephonic call. New information included start date of event and serial number was added. On an unknown date, the patient was being treated with epinephrine auto-injector (strength, dose, frequency, batch no, exp. Date, ndc, and serial number were not reported) via intramuscularly for anaphylactic reaction. On (B)(6) 2025, the patient was being treated with epinephrine auto-injector 0.3 mg (dose, frequency not reported) (batch no: g250411x, exp. Date: 31-dec-2027, ndc: (B)(4) and serial number (B)(6)) via intramuscularly for anaphylactic reaction. Concurrent conditions included anaphylactic reaction. Co-suspect medication, concomitant medications, medical history, history of procedures and surgeries, history of allergies, history of smoking/drinking, historical drug and recreational drug use were not reported. Laboratory tests not reported. On (B)(6) 2025, the patient received sealed medication from the pharmacy and dispensed to the patient. On the same date, they tried to inject the medication to the patient, as patient was on anaphylactic reaction and after holding the injector on outer thigh for 10 sec didn't hear any click sound and the needle also didn't come. Tried once again with the same injector and still had same issue and after tried second injector it works well to the patient. Patient aware how to use the medication and requested replacement. Last action taken with epinephrine in relation to device failure and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events device failure and no adverse event were unknown. The reporter causality assessment of event device failure and no adverse event as not reported with respect to epinephrine. This case was considered as serious. The reportability of this case was expedited.

Event description:
After holding the injector on outer thigh for 10 sec they didn't hear any click sound and the needle also didn't come out [device failure]. No adverse event [no adverse event]. Case narrative: initially (day 0 09-may-2025) this case was considered invalid as no information reported about adverse event. Upon receipt of follow-up information on 11-aug-2025, the event device failure and no adverse event was added, and case was considered as valid. This spontaneous report concerns of events device failure and no adverse event in a 26-year-old female patient (race was not reported) from the united states. The patient's age at the time of event experience was 26 years. On 11-aug-2025, amneal pharmaceuticals received information from the patient¿s mother via an email concerning above-mentioned event experienced while on amneal's adrenaclick (epinephrine). Additional significant follow-up information (#1) was received on 12-aug-2025 from the patient via a telephonic call. New information included; start date of event and serial number was added. On an unknown date, the patient was being treated with epinephrine auto-injector (strength, dose, frequency, batch no, exp. Date, ndc, and serial number were not reported) via intramuscularly for anaphylactic reaction. On (B)(6) 2025, the patient was being treated with epinephrine auto-injector 0.3 mg (dose, frequency not reported) (batch no: g250411x, exp. Date: 31-dec-2027, ndc: 0115-1694-49 and serial number (B)(6) via intramuscularly for anaphylactic reaction. Concurrent conditions included anaphylactic reaction. Co-suspect medication, concomitant medications, medical history, history of procedures and surgeries, history of allergies, history of smoking/drinking, historical drug and recreational drug use were not reported. Laboratory tests not reported. On 10-aug-2025, the patient received sealed medication from the pharmacy and dispensed to the patient. On the same date, they tried to inject the medication to the patient, as patient was on anaphylactic reaction and after holding the injector on outer thigh for 10 sec didn't hear any click sound and the needle also didn't come. Tried once again with the same injector and still had same issue and after tried second injector it works well to the patient. Patient aware how to use the medication and requested replacement. Last action taken with epinephrine in relation to device failure and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events device failure and no adverse event were unknown. The reporter causality assessment of event device failure and no adverse event as not reported with respect to epinephrine. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#1) information was received on 02-sep-2025. New information received includes qa investigation report attached to this case. Based on the investigation of complaint (B)(4) for epinephrine auto-injector 0.3 mg, lot g250411x (exp. Dec 2026), the reported allegation of device non-activation (didn¿t hear any click sound and the needle also didn¿t come out) was not confirmed. Manufacturing and assembly records from phillips (pmm) showed all in-process and final release testing met specification, with no deviations or discrepancies identified, and retain samples confirmed acceptable performance. The complaint sample was not returned for evaluation as such the reported complaint could not be confirmed. A review of complaint history over the past 24 months identified 13 similar ¿failure to fire¿ complaints out of (B)(4) two-pack devices released (0.00028 percent rate). All of these complaints were not confirmed, and no adverse trends or stability concerns were identified in the annual product report. Instructions for use (IFU) and labeling were reviewed and found to be FDA-approved, clear, and adequate, requiring no changes. Risk assessment confirmed that the failure mode is captured in the current pfmea and no new risks were identified. The reported complaint condition could not be confirmed. Investigation findings support that the device operated as intended. Therefore, the root cause of the reported complaint remains unknown; however, the most probable cause is user error, including misinterpretation of product cues (e.g., failure to perceive the click or confirm needle deployment) and/or non-adherence to the instructions for use (IFU). No corrective or preventive actions are required. There is no impact on product quality, patient safety, or regulatory compliance. The lot released to the market was manufactured in accordance with approved specifications and procedures. Last action taken with epinephrine in relation to device failure and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events device failure and no adverse event were unknown. The reporter causality assessment of event device failure and no adverse event as not reported with respect to epinephrine. This case was considered as serious. The reportability of this case was expedited.